Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported patient effects of death and occlusion are known adverse events as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported the 3.5 x 19 mm graftmaster stent was implanted to treat a perforation in the mid left anterior descending artery (lad). The stent was successfully implanted, sealing the perforation. However, one hour after the procedure, the lad was noted to be shut down and the patient did not recover and subsequently expired. No additional information was provided.